Event description:
It was reported that prior to use foreign matter was discovered on the inner wall of the flange with a bd ultrasafe¿ x50 x100l aff white. The following information was provided by the initial reporter: upon visual inspection by iqc, the above material failed per specification for surface contamination visible at 18 inches with the naked eye. An insect (gnat) was visible on one finger flange, on the inner wall of the flange. Critical defect has aql 0.015, none allowed.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for pest contamination detected during incoming inspection. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis but one photo was supplied. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. The affected batch was manufactured by an approved bd moulding vendor and dispatched to a bd approved distribution centre (dc) using a bd approved transportation company. Following a complaint of a similar nature on a comparable product, which was manufactured following the same processes and procedures as this product, at the same facility, by the same supplier, a supplier complaint was raised. As part of that investigation, a root cause analysis was conducted, batch records, pest sighting logs and warehouse/freight processes were all reviewed, and it was confirmed there were no incidents of this nature. That investigation took place following the date of manufacture of the batch affected in this complaint. Therefore, those reviews are considered relevant to this investigation. The bd supplier has reviewed their manufacturing process and summarized that there are sufficient controls to minimize the risk of contamination and there are several areas throughout their facility where identification of insect contamination is present. The product is manufactured and bagged within a class 8 certified cleanroom. The parts are then transferred to a packaging station where they are boxed and labelled. Boxed components are then palletised and stored within an internal warehouse and await release. The supplier has indicated that their manufacturing process and material flow has confirmed that there are several inspection points where this condition could have been detected before the product was shipped from the supplier facility. In addition, the suppliers pest control service was completed with the insect activity revision. It was confirmed by the pest control service that no fly activity, evidence of flies or conducive conditions for flies could be observed. There was no standing water, open doors or any other opening or structural damage that could provide access to flying insects or other pests. Although the complaint has been classified as confirmed, out of specification, no bd swindon or supplier cause could be identified.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on the inner wall of the flange with a bd ultrasafe¿ x50 x100l aff white. The following information was provided by the initial reporter: upon visual inspection by iqc, the above material failed per specification for surface contamination visible at 18 inches with the naked eye. An insect (gnat) was visible on one finger flange, on the inner wall of the flange. Critical defect has aql 0.015, none allowed.